Event description:
Subsequently, please note the correction that this ICD was in safety mode, not storage mode.

Manufacturer narrative:
This ICD will be returned for analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was found in storage mode. Patient mentioned he received radiotherapy recently. The decision was made to explant and replace this ICD. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed this device was operating in a safety mode with limited programmability, in which single chamber pacing and defibrillation therapy were available. Detailed analysis found that diagnostics built into the device detected unexpected changes in certain locations of device memory. Many errors were recorded on (B)(6) 2012. The cause of the device behavior was concluded to be software corruption induced by radiation therapy. Device performance following radiation exposure is discussed in product labeling.